Event description:
It was reported that fails occlusion at 45.72psi (during testing / no patient injury) was experienced.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the pump failed the pressure station test and fluid ingression was noted on the downstream occlusion sensor. Root cause of the reported issue is unknown, but fluid ingression was a possible cause. Recommend the downstream occlusion sensor to be replaced. The product is beyond 3 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.